Event description:
It was reported that the device that's been installed in them doesn't work and has been totally useless. Patient stated they had a 3 day trial in january that went very good and about a month later, in february, then stated they think february, they got the implant, but it has not relieved one ounce their pain. Patient later stated implant was about 4 months ago. Patient reported they had gotten no pain relief and that they'd gotten all kind of buzzing and tingling and every other thing they could think of, and they might as well get a "walt disney windup toy" instead because their current implant is useless. The patient stated they would go to bed with the implant at 100% and when they got up in the morning, it would say it was used at 10%. Patient stated then they'd sit there for an hour and a half charging a useless device. Patient stated the stimulation for some reason goes down to 0 and says they are changing positions when they are not. Agent asked the patient when this issue began and the patient stated for quite a while, and the controller has been doing all sorts of bizarre things. Patient mentioned they went to hcps office about 2 weeks ago and the rep 'reset everything and put all these 1's and 2's in there.' Patient stated 'sometimes it's not charging,' and later stated 'it will just shut off,' but had difficulties clarifying these statements when agent asked. Patient appeared to interchange stimulation being on/off with controller/ins charging. Patient had difficulties navigating and understanding equipment/therapy. Patient confirmed recharger and recharger pins are undamaged and confirmed recharger is not loose when plugged into controller. Agent had the patient unlock the controller and the controller was at 80% and the implant was 100% charged. Patient stated they have worked with 3 medtronic reps since implant, being the most recent one, and patient stated they were told to call patient services for a replacement controller. Other 2 medtronic reps names asked unknown. Patient stated they have took pictures of their controller and sent them out to the reps. Patient stated the stimulation had gone down to 0 yesterday and they didn't know how it had done that. Agent assisted patient in confirming the stimulation was on and that the adaptive stim was on. Patient stated program 1's intensity was 5.1 but 5 minutes ago the intensity was 0 and program 2's intensity was 4.8 but 10 minutes ago it said 0. Patient was escalated and demanded a replacement controller because 'it will shut off.' Agent agreed to replace controller but reviewed device description/function, and redirected to to discuss. Patient stated talking to their doctor is a waste of time. Agent did not attempt to obtain healthcare provider (hcp) due to patient's escalation. The issue was not resolved through troubleshooting. A request was sent to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6), product type programmer, patient product ID 97745nt, lot# serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they received the replacement controller yesterday and the controller is going bananas with all kinds of bizarre messages and software problem intellis, 3.6, 4048, device model smc on the controller screen when they were charging the ins. Patient stated they are getting a message move position when they try to adjust the intensity level and he didn't move. Patient stated the setting went to zero when they change the setting. Patient stated the device / therapy never worked and its a piece of crap. Patient stated the device has not worked since the day it was implanted. Patient stated he never had relief from therapy and he is not sure why he is even charging the ins. Agent assisted patient with resetting the controller, controller show ins 100% and controller 70% charged. Controller recharging when plug into the outlet with green light flashing. Agent asked if patient had adaptive stim enable and patient said he never heard of that but device never worked. Agent assisted patient with turning adaptive stim off on p1. Agent reviewed meaning of adaptive stim. Agent reviewed devices are functioning as intended. Agent recommend patient consult with hcp ofc regarding his disaffection with therapy. Agent reviewed device function. The issue was resolved with troubleshooting on the call.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient specified the same allegation and also stated that it would seem that my body is either "rejecting" the battery, the battery is bad or there is a problem with where it is implanted. The area around the battery is sensitive, there is a "gripping" pain around the battery and of late I have begun feeling a "needle" pain at times around the battery. Continuously charging this device for 2 hours or more each day is both annoying and useless since it produces absolutely no pain relief.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was a 'worthless piece of junk'. It provided no pain relief and charging it was a waste of time. They reported that it was damaged.

Event description:
Additional information received from the patient that they were re-directed to manufacturer representative (rep). Patient said that this device has not relieved any pain. They were no steps that were taken to resolved the issue. They said that the other actions for resolving the issue would be to remove the device and throw it into the nearest trash can and as it was worthless.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Changed the aware date from 2025-sep-08 to 2025-sep-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient they got the program changes but there is still no pain relief.